Event description:
It was reported that from 2007 to 2008, the patient's symptoms gradually worsened including balance issues. The patient had to begin using a walker. The patient reported that the hcp changed the drug in the pump, but she still continued having symptoms. A dye test was performed and the hcp was unable to aspirate any drug from reservoir fill port. At the last refill, the hcp determined the patient should have used 33cc but only used 8cc. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.